Event description:
Information was received about a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was experiencing zaps. It was reported that the zapping sensation was hard to explain, but the patient stated ¿its like a tens¿. It was reported that the zapping was occurring in the knees and hips and it began two weeks ago ((B)(6) 2017). The patient turned the device off this morning ((B)(6) 2017) and stated that they still felt the zap sensation. It was reported that they were going to meet with someone who had been tweaking their therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.